Event description:
The lay user /patient contacted lfs alleging an error 5 message on the lfs meter. The pt did not exhibit any symptoms or seek any medical attention due to the reported issue. The test strips were in good condition and the technique of applying blood on the test strip was incorrect. The meter is not a new product (out of box). The pt was unable/unwilling to retest using a new vial of test strips. The meter was replaced. The complaint is being reported due to the error 5 message.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.